Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels during the past month, but the hypoglycemia became especially severe in the last 10 days. The customer's blood glucose would range between 25 mg/dl to 29 mg/dl at times. The customer alleged insulin over-delivery. The customer would sometimes go unconscious. On (B)(6) 2018, the customer changed her set at night and bolused for a high blood glucose value. They went to sleep; however, she remembers nothing else after that point. She ended up in the ER with a blood glucose of 34 mg/dl. The customer was treated with a glucagon injection. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. The customer recalled insulin dripping out of the set after releasing the act button before they connected to the device. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08750 inches. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.